Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.  (B)(4). Stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on proximal rows 1-5 with some stent struts lifted and pulled distally. The undamaged distal section of the crimped stent outer diameter was measured and is within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found a kink at 195 mm distal from the distal end of the strain relief. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
Reportable based on device analysis completed on 10-jan-2018. It was reported that crossing difficulties were encountered. A 90% stenosed and deep target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.25 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to angulation. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed proximal stent damage.